Manufacturer narrative:
On (B)(6) 2019 around 9:45 pm the customer's legs gave out while trying to move the chair into the riding position. She tumbled down the stairs hitting her head on the rail. The customer remained at the bottom of the stairs until her son found her around midnight. The customer stated she once had a similar fall in her kitchen. The rail of the stairlift was installed to specification and the seat swivel and locking mechanism were inspected with no issues found. During the installation of the stairlift the customer was shown how to properly use the stairlift, including swiveling the chair at the top landing to get on and off the stairlift safely. The stairlift is designed with a lever that allows customers to swivel the chair safely from the top landing without being near the edge of the stairway.

Event description:
The customer was reaching down to turn the chair of the stairlift and her legs gave out, she tumbled down the stairs hitting her head on the rail, landing at the bottom of the stairs.